Event description:
A customer reported multiple issues with their mobi pump, including bubbles. Their blood glucose levels were recorded as high, indicating an adverse impact. Due to the problems with occlusions and cartridge errors, a pump exchange from mobi to x2 was processed. However, the customer declined to be transferred to customer technical support.